Manufacturer narrative:
(B)(4). Insulin pump was received with missing retainer, missing reservoir tube o ring, case cracked behind the pump near the battery compartment, cracked battery tube threads, and moisture damage inside of the battery tube. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Event description:
Customer¿s mother reported via phone call that there was hairline crack on insulin pump and crack at reservoir compartment. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the reservoir able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.